Event description:
It was reported that during the procedure, the right ventricular lead was found to have had an insulation breach. The insulation at the proximal end of the lead appeared to be abraded. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.